Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: date of explant is unknown.

Event description:
It was reported that patient experienced an infection at the incision sites on the scalp. The burr holes grew out of scalp under the scabbed incisions. It was determined to be staph and e. Coli. Patient was given IV antibiotics and surgical intervention was undertaken wherein the system was explanted to address this issue.

Manufacturer narrative:
A patient experienced an infection at the incision sites on the scalp was reported to abbott. The burr holes grew out of scalp under the scabbed incisions. It was determined to be staph and e. Coli. The patient was given IV antibiotics and surgical intervention was undertaken wherein the system was explanted to address this issue. As a result, a device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.